Manufacturer narrative:
Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.  (B)(4).

Event description:
It was reported that stent dislodgment occurred. During preparation of a 2.50 x 28 synergy¿ drug-eluting stent, during removal of the stent protector, it was noted that the stent protector was stuck to the stent struts. The physician inserted the stent protector back but felt an abnormality and when the physician pulled it back, the stent was no longer on the balloon. The procedure was not completed due to this event. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device avail. For eval, returned to MFR. On, device returned to MFR, device evaluated by MFR, eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: synergy ous mr 2.50 x 28 mm stent delivery system (sds) was returned for analysis. No stent returned. Stent separated from sds. No stent on the balloon. Stent crimp markings were visible on the balloon. The balloon folds were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found a hypotube break 507 mm from distal end of strain relief and multiple severe hypotube kinks. A visual and tactile examination of the shaft polymer extrusion revealed multiple mid-shaft kinks distal of the hypotube/midshaft bond for a length of 3.7 cm. A visual and microscopic examination of the tip found tip damage. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgment occurred. During preparation of a 2.50 x 28 synergy¿ drug-eluting stent, during removal of the stent protector, it was noted that the stent protector was stuck to the stent struts. The physician inserted the stent protector back but felt an abnormality and when the physician pulled it back, the stent was no longer on the balloon. The procedure was not completed due to this event. No patient complications were reported and the patient's status was good.